Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/18/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. The battery compartment and battery cap were not damage. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.